Event description:
It was reported that the device illuminated the service light and logged multiple fault codes in the memory that possibly indicated a critical failure. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control provided the customer technical assistance and advised the reporter complete a defibrillator calibration procedure and clear the multiple fault codes logged in the memory.